Manufacturer narrative:
(B)(4).

Event description:
The device was reportedly replaced after an implantation duration of 51 months. An analysis of the device longevity has been requested.

Event description:
The device was reportedly replaced after an implantation duration of 51 months. An analysis of the device longevity has been requested.